Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, a flat crease, deformation and cloudy color in the gel observed after the autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is a capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.